Manufacturer narrative:
The device was returned with no reported device allegations or patient complications. Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected and noted to have its tip and taper damaged. The dilator passed flushing test and also passed the functional test as the guidewire passed through the dilator with no issues.

Event description:
The device was returned with no reported device allegations or patient complications. It was reported that during an atrial fibrillation ablation, a versacross connect for faradrive kit was selected for use. The versacross dilator (dilator 1) was inserted into the faradrive sheath. Once fully inserted the tip of the dilator appeared kinked. Hence, a new kit was opened to replace the dilator (dilator 2) and was inserted without issue. Ncpr opened dilator 2 as per below description, as no malfunction or damaged reported for dilator 2. However, upon product return, analysis confirmed that the replaced dilator tip was damaged and scratches near tapered area. The dilator tip had extra piece sticking out.